Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that no issue was seen immediately after the index procedure, but a pressure gradient between the right and left side was observed during the post-index procedure hospitalization of the patient. It was reported that a CT scan carried out on an unknown date identified partial stenosis of the right limb. An intervention procedure was carried out eight days post index procedure and a non-mdt stent was additionally implanted inside the limb to reinforce the inner graft wall. No pressure gradient was observed, and the procedure was completed. The event was reported to have been resolved. As per the physician the cause of the event cannot be determined. No additional sequelae were reported, and the patient is fine.